Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the defective lamp, which was replaced to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. The customer was satisfied and did not report any further issues. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is: (B)(6). Beckman coulter internal identifier is: (B)(4).

Event description:
The customer reported obtaining erratic patient results on their au5800 clinical chemistry analyzer. The affected chemistry was not specified or provided. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.